Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent anesthesia for a surgical procedure. Allegedly, it was found during prep for the surgery that there were missing screws for the ml plate and it was mal-aligned and loose. The surgeon decided that the surgery needed to be canceled and the patient was woken up.